Event description:
It was reported, that the device was for repair. It was further reported, that the device exhibited an occlusion error. There was no patient involvement.

Manufacturer narrative:
B3: unknown. No information has been provided to date. H3: one device was received for analysis. Service history review identified, there was no indication, that the complaint was related to a service of the device within the review period. Functional tests were performed. And the reported, issue could not be duplicated. The root cause of the problem could not be established. However, visual tests found a damaged downstream occlusion (dso) seal. The dso seal will be replaced.